Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2019-00224 and tc (B)(4).

Event description:
It was reported by the rn that when the intra-aortic balloon (iab) was in use, the rn noted blood in the helium driveline tubing, about 6 inches from the connection. As a result, the iab was removed. The patient was stable with no difficulty of iab removal. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Two leaks sites on the bladder membrane were identified during the complaint investigation. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. Additionally, the other puncture was found near the proximal end of the bladder membrane is a potential result of the iab was withdrawn through the teflon sheath. The root cause of the broken fiber is undetermined. An in-service has been completed to reiterate the proper steps of the IFU. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: for related complaint see MDR #3010532612-2019-00224 and (B)(4).

Event description:
It was reported by the rn that when the intra-aortic balloon (iab) was in use, the rn noted blood in the helium driveline tubing, about 6 inches from the connection. As a result, the iab was removed. The patient was stable with no difficulty of iab removal. There was no report of patient injury or consequence.